Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the centrifugal pump console. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the issue. In order to solve it, battery was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a centrifugal pump console switched off during operation even though the battery capacity is 60-70% amounts. There was no patient injury.

Manufacturer narrative:
Complaints database analysis revealed no similar event since unit installation in 2016 and no adverse and concerning trends about the reported failure mode have been triggered by periodical complaints statistical analysis. Service activities review identified that battery was properly replaced according to preventive maintenance guideline in 2021. Based on the above facts, the root cause of the event was defective batteries. Failure batteries can be related to multiple and not deterministic factors such as exposure to heat, accidental impact (drops and falls), and power overloads/surges but also to variability of micro subcomponents. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.